Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, patient vessel perforation, patient death, patient hemorrhage, patient aneurysm burst are known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during coil embolization of a left internal carotid artery (ica) unruptured aneurysm, after placing a first coil uneventfully in the aneurysm, ¿the physician was not sure if the coil was herniating into the vessel¿. Medical intervention with an occlusion balloon catheter (subject device) was performed in order to push back the herniated coil part into the aneurysm. The physician inflated the balloon for 30 seconds and the distal ica or the aneurysm ruptured leading to hemorrhage. Blood flow distal to the ruptured was blocked. The patient expired due to bleeding. The physician stated that the vessel rupture was related to the balloon inflation and the patient death was related to the balloon inflation and the patient¿s vasculature.

Manufacturer narrative:
This is the first of 2 reports. Subject device is not available.

Event description:
It was reported that during coil embolization of a left internal carotid artery (ica) unruptured aneurysm, after placing a first coil uneventfully in the aneurysm, ¿the physician was not sure if the coil was herniating into the vessel¿. Medical intervention with an occlusion balloon catheter (subject device) was performed in order to push back the herniated coil part into the aneurysm. The physician inflated the balloon for 30 seconds and the distal ica or the aneurysm ruptured leading to hemorrhage. Blood flow distal to the ruptured was blocked. The patient expired due to bleeding. The physician stated that the vessel rupture was related to the balloon inflation and the patient death was related to the balloon inflation and the patient¿s vasculature.